Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump at the time of death. Caller stated that the customer died due to severe cardiac arrest. Caller stated that the customer was unconscious in intensive care unit due to his blood glucose was unstable. The last blood glucose reading was from 30 to 300 mg/dl. Nothing further was reported.